Event description:
A past low blood glucose event was reported by the customer, with a lowest reported level of 50 mg/dl. The event did not require third-party assistance, and the customer consumed carbohydrates as a treatment. Technical support recommended consulting a healthcare provider and assisted in turning off the control-iq feature. The customer acknowledged the advice, expressed understanding, and agreed to monitor their blood glucose levels, intending to reach out if further help was needed.